Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. The reported event of a missing sensor wire was confirmed. A root cause could not be determined. However it is not know whether the returned item (lot# 5202987, serial# (B)(4)) is reported item at fault of the customers initial reported complaint.